Event description:
Information received indicated fluid ingress was found in the mattress.

Manufacturer narrative:
The hill-rom technician reported that the ticking was worn due to age and had some small pin holes in the cover resulting in a visible stains on the head cushion and p and v cushion. He installed a ticking kit and replaced the head cushion and the p and v cushion to resolve the issue.